Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and insulin pump received motor error alarm. The customer blood glucose level was 422 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with syringe for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer stated that drive support cap was normal. Customer stated that insulin pump had not been exposed to high magnetic field. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer performed displacement test and result was no. Customer reported that they did not alleging insulin pump was under delivering. The insulin pump will not be returned for analysis.